Event description:
According to the customer, the patient was having an "increasing pressor requirement" and "rapidly decreasing blood pressure", when the stopcock was noted to be "completely occluded".

Manufacturer narrative:
According to the customer, the patient was having an "increasing pressor requirement" and "rapidly decreasing blood pressure", when the stopcock was noted to be "completely occluded". The customer reported the product was identified as occluded due to the "pump alarming". The customer reported the stopcock was occluded where the "levophed" and "midazolam" were infusing. The customer reported the product was removed and the patients blood pressure had an "appropriate increase". The customer did not report any serious injury, medical intervention, or follow-up care related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.